Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had unresponsive button due to corroded keypad trace. Moisture damaged was noted on the lcd board per visual inspection. Operating currents test was not performed due to unresponsive buttons. The device had minor scratched lcd window, scratched case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the customer went into the pool with the insulin pump for 30 seconds. It was stated that the buttons are not responding and the device alarmed button error. Blood glucose value was 14.2 mmol/l. Customer had no backup plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.